Event description:
The customer tested her blood glucose using her contour meter and received a reading of 42 mg/dl. She retested using her other contour and received a reading of 139 mg/dl, while her dr's meter read 133 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide add'l info before ending the call. No product will be returned.